Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that they were tripped by their dog and fell down wooden stairs, landing on their back. The patient stated that the stimulation turned itself off with the fall. The rep added that electrodes 4 & 13 were showing ¿orange¿ warning. It was noted that the patient was not getting relief from the stimulator after they turned it back on. The rep adjusted program a to avoid electrode 4, but the programming did not relief the patient¿s pain. The patient is going to see physician on (B)(6) 2019 for review with a possible x-ray to see if migration occurred. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they saw the patient on the day of the report, and all impedances were within normal range. No further complications were reported or anticipated.